Event description:
During surgical procedure, pt was given blood via the hotline (hl-90) fluid warmer. Approx one hour into the procedure the hosp staff noticed blood in the water path of the l-70 tubing. Administration was ceased immediately and pt required no intervention.